Event description:
The pt's left sfa presented a chronic total occlusion. The physician wired to the popliteal, made two insertions, cut 3 passes each of 5 cm. Upon 3rd insertion, the device quit responding to rotation of the torque knob. Ultimately, the physician was unable to advance the device into the popliteal. The physician, ballooned, in an effort to pre-dilate the lesion. The post balloon run-off revealed that the entire arterial system was clotting. Upon an unsuccessful attempt to clear up the clotting with angiojet (approx 6 hours after having gained access), the physician decided to abort the procedure and sent the pt to surgery. As of 3 days later, the pt was scheduled for an amputation.